Event description:
The consumer indicated that the string separated from her tampon during removal causing half of her tampon to remain inside of her. She was able to remaining pieces.

Manufacturer narrative:
Device history record was reviewed and no anomalies were noted during production. Information from this incident will be included in our product complaint and MDR trend analysis. Device was returned on (B)(6) 2011, but no evaluation was done because device failure mode is currently being investigated.